Manufacturer narrative:
Apoc incident # (B)(4). Lab lot#: n17341, expiration date: 05/23/2018, mfg. Date: 12/07/2017. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected (B)(6) results on a (B)(6) year old female with abdominal pain. The customer stated that the patient is suspect cyst rupture and CT scan was (B)(6), the lab confirmation was (B)(6) for b-hcg and they are calling the patient back for a retest b-hcg. There was no additional patient information. (B)(6). The customer states they tested on two lots and both were (B)(6), while the lab method (vista) was tested once with no repeat. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. However, a heterophile antibody interference is suspected but not confirmed. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 04/26/2018. A review of the device history records (DHR) confirmed the cartridge lots met finished goods (fg) release criteria. Retain testing of lot n17321 and retain and return testing of lot n17341 met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg lots n17321 or n17341.